Manufacturer narrative:
Device manufacturing date provided. Patient demographics provided.

Manufacturer narrative:
Patient information was not made available from the site. Device manufacturing date is unavailable. 01/17/2017. A medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. When switching instruments and trying to verify, the system would go back to the registration screen and delete the registration. The issue was replicated twice while testing the system. Fusion ent 2.3 software was uninstalled and reinstalled. Issue resolved. When testing the navigation system after the system performed as intended. - 01/25/2017 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. - no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while in an ear, nose & throat (ent) sinus procedure, when registering an instrument during the navigate task, the software unexpectedly returned back to the register task. The patient was re-registered midway through the procedure, then the surgeon opted to continue the procedure to completion with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.